Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 7mm amplatzer septal occluder was selected for implant using a 7f amplatzer torqvue delivery system. During implant, the occluder deformed with a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures. There was no angulation or kink observed with the delivery system. A new 8mm amplatzer septal occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.